Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually and electrically. In the returned state, the lead had been cut through 13 cm distal of the is1 connector pin. A proximal and a distal lead fragment were available for analysis. There were no anomalies found during the measurement of the direct current resistances of the electrical conductors. The visual and electrical inspection did not show any deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be in conformance with specifications and without defects. There were no indications of a material defect or manufacturing error.

Event description:
It was reported that the lead was explanted due to excessively high impedance of greater than 3000 ohm, 14 months after the implantation. No deterioration of the patient's state of health was reported. The device is currently undergoing analysis.